Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter city: (B)(6)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon 2nd inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.